Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 10 months. The replaced portion of the repaired percutaneous lead (driveline) and the pump was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system produced red heart alarms. Several episodes of pump stoppage and low speed advisory since (B)(6) 2018 were seen in the system controller history data. The patient reported experiencing these in the morning and early evening when on the power module. Rescue tape had been applied to the percutaneous lead (driveline) due to wear. The device was connected to an ungrounded power module patient cable for safety. On (B)(6) 2018 the technical service representative performed a distal end percutaneous lead (driveline) replacement. Post replacement, the device was connected to a grounded power module patient cable, and pump speed decelerations and pump stoppages occurred. The patient received a pump exchange on (B)(6) 2018.